Manufacturer narrative:
(B)(4)

Event description:
It was reported that a revision surgery is scheduled for (B)(6) 2016 on the right hip due to elevated cobalt and chromium levels.

Event description:
Revision surgery was performed as scheduled.